Manufacturer narrative:
(B)(4). The insulin pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.

Event description:
It was reported, the insulin pump was not working and it had a big crack in it. Customer's blood glucose was 215 mg/dl. Customer's mother was advised to disconnect the device from the customer. Damage was not caused by a vehicular accident. Damage was located where the reservoir compartment was on the threading. Damage occurred through normal wear and tear. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.